Event description:
On (B)(6) 2016 the representative reported that the causes of the incorrect refill date and the low and empty pump reservoirs were not known. Reportedly there was not a scheduling error or miscommunication of the patient¿s refill, nor did the health care provider or patient miss the refill appointment. The patient did hear the alarms for the low and empty pump reservoirs and had gone to the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, noting that the pump was empty at the refill.

Manufacturer narrative:
Concomitant medical products: product ID 8835, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient's personal therapy manager (ptm) did not display the correct date for the refill. The pump had a non-critical alarm occurring due to the malfunction of the ptm. After the pump refill, the date was equal to the one displayed on the n'vision programmer (8840). Rep attendance was planned at the next refill to make a new connection. There were no patient symptoms reported. On 2016-08-22, additional information was received from foreign manufacturer representative (rep). It was reported that the pump was used to deliver hydromorphone (6.0 mg/ml at a dose of 3.0007 mg/day), clonidine (100 mg/ml at a dose of 50.01 mcg/day) and bupivacaine (15.0 mg/ml at a dose of 7.502 mg/day). Logs received indicated the pump was interrogated on (B)(6) 2016. Logs showed an empty reservoir alarm occurred and a low reservoir alarm occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.